Manufacturer narrative:
This report is submitted on july 5, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018. During the procedure the abutment was removed and a new implant with a longer abutment was placed at a different site. The patient was administered antibiotic ointment.